Event description:
Rn reports IV tubing was found to be leaking above one of the valves. The fluid was squirting out above the valve. The IV fluid was on a pressure bag when the leak was noted. IV tubing was disconnected from the patient and new IV tubing and new IV fluids were hung. It was noted when the tubing was examined that the tubing was partially broken off and when touched the tubing came completely off above the valve. No injury to patient.